Manufacturer narrative:
The manufacturer previously received a report regarding a dreamstation auto CPAP device that exhibited signs of melting following a fire incident. The patient contacted the local fire department and notified the distributor to report the event. A replacement CPAP device was offered to the patient. The patient reported being in good health, but was concerned about possible smoke inhalation but did not seek medical attention. An onsite inspection was conducted. There were visible signs of fire damage to the walls, bed, floor, and sofa, and smoke had filled the residence. At the time of the incident, the CPAP device was in standby mode and not in use. It was placed on a bed commode located on the right side of the bed. An extension cable connected both the dreamstation device (positioned at the bottom left corner of the commode) and an iphone 6 (placed at the upper left corner of the commode). The iphone charger in use was not an original apple product. Also on the commode were a lamp (center) and an ipad (positioned on the far-right edge, protected by a safety cover and unaffected by the fire). Behind the extension cord¿located near the upper edge of the commode against the wall¿smoke and signs of a possible explosion were observed. These indications suggest that the non-original iphone charger may have been the source of ignition. The iphone 6 was positioned between the extension cord and the dreamstation device. Based on the observed fire damage and the location of smoke residue near the wall, it is unlikely that the dreamstation's power cable initiated the fire. Additional burn marks were found on the bed¿s headboard, adjacent to where the iphone had been placed. No further details have been provided. The device is completely melted and will not be returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer received a report regarding a dreamstation auto CPAP device that exhibited signs of melting following a fire incident. The patient contacted the local fire department and notified the distributor to report the event. According to the patient, there were visible signs of fire damage to the walls, bed, floor, and sofa, and smoke had filled the residence. At the time of the incident, the CPAP device was in standby mode and not in use. It was placed on a bed commode located on the right side of the bed. An extension cable connected both the dreamstation device (positioned at the bottom left corner of the commode) and an iphone 6 (placed at the upper left corner of the commode). The iphone charger in use was not an original apple product. Also on the commode were a lamp (center) and an ipad (positioned on the far-right edge, protected by a safety cover and unaffected by the fire). Behind the extension cord¿located near the upper edge of the commode against the wall¿smoke and signs of a possible explosion were observed. These indications suggest that the non-original iphone charger may have been the source of ignition. The iphone 6 was positioned between the extension cord and the dreamstation device. Based on the observed fire damage and the location of smoke residue near the wall, it is unlikely that the dreamstation's power cable initiated the fire. Additional burn marks were found on the bed¿s headboard, adjacent to where the iphone had been placed. A replacement CPAP device was offered to the patient. The patient reported being in good health, but was concerned about possible smoke inhalation but did not seek medical attention. No further details were provided. The device is completely melted and will not be returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No device serial number provided. The manufacturer will make attempts to obtain the serial number of the device. In the philip's dreamstation user manual, section: warnings (a warning indicates the possibility of injury to the user or the operator.) It states, "use only power cords supplied by philips respironics for this device. Use of power cords not supplied by philips respironics may cause overheating or damage to the device and may result in increased emissions or decreased immunity of the equipment or system."